Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06720. It was reported the pt had fallen. Since falling, the pt has been unable to receive adequate coverage. The pt is also experiencing rib stimulation. Reprogramming attempts were unsuccessful. An impedance check was performed and revealed two invalid contacts. X-rays revealed two invalid contacts. X-rays revealed one of the pt's leads has migrated. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.